Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info has been requested.

Event description:
A consumer reports that six weeks following intraocular lens (iol) implant surgery, she is experiencing glittering as if someone is holding a mirror reflecting sunlight in her face. Add'l info has been requested.